Event description:
It was reported that during a laparoscopic low anterior resection procedure, the device cut, but did not staple. The procedure was converted to open. The pt received a temporary artificial anus. The pt is fine. No further info is available. The following info was requested, but the response indicated there is no additional info available.

Manufacturer narrative:
Date sent: 10/08/2009. Info anticipated, but unavailable at this time.